Manufacturer narrative:
The reporter's meter was returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Qc testing results (qc range: 2.7 - 3.3 inr): qc 1: 3.1 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. Lin 3 testing results (qc range: 4.1 - 6.8 inr): qc 1: 5.6 inr, qc 2: 5.5 inr, qc 3: 5.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation: the occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter stated he received a discrepant result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using meter serial number (B)(4), resulting with a value of 2.9 inr. One hour later, a sample from the patient was tested using the doctor's coaguchek xs professional meter (serial number unknown), resulting with a value of 4.2 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is once per week.